Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 corrected fields: e3 the device was returned to olympus for inspection and the reported failure hose malfunction was confirmed. However, reported failure abnormal image was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the insertion section has slight wear and was interrupted and weakened, component failure of the light guide bundle and component failure of the universal cord. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported failure hose was malfunctioned due to a component failure of universal cord, and the additional malfunction was caused due to component failure of light guide bundle. However, the most probable cause for reported failure abnormal image could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope malfunctioned and had an abnormal image during the reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to inform correction to the initial MDR e1 - address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.